Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient underwent anterior cervical discectomy and fusion at c3-t1 due to degenerative disc disease and herniated disc. The posterior portion of the surgery was performed on (B)(6) 2017. On an unknown date, post-op, the patient complained of pain, dysphagia and difficulty eating. The patient was not followed up by the operating physician and subsequently ended up in a rehab facility for over a year and lost considerable weight due to inability to eat. As per the reported information, in the initial operation, the operating surgeon had trapped the esophagus under the top part of the plate and inserted one screw which went directly through the esophagus. Only one screw was placed at the top of the plate (at c3) and was not locked down. This screw backed out by 3mm. Hence, on (B)(6) 2018, the revision acdf was performed at c3-t1, in which the plate was explanted and was replaced with plate from another manufacturer. The surgeon (performing the revision) reported that the cause of dysphagia was that the screw was inserted into the esophagus after the plate trapped the esophagus. No patient complications were reported after the revision surgery.

Manufacturer narrative:
Radiological image review result: a single CT film is provided for multi-level anterior/posterior cervico-thoracic stabilization. By report, one of the anterior/superior screws at c3 is backed out. The reported event is not apparent on the provided image. If information is provided in the future, a supplemental report will be issued.